Event description:
On (B)(6) 2022, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was diagnosed with pneumonia. Within a few days the patient¿s condition worsened and he was admitted to the intensive care unit where he received piperacillin/tazobactam intravenous, 4.5g, three times a day. His condition has since improved.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.